Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and was unable to open. The customer rebooted the device and attempted a recovery, but the issue persisted. In addition, the barcode scanner had no light. The customer had already unplugged and reconnected the scanner and rebooted the device, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer found the mini engine was not releasing the drawer, troubleshot and released the jammed drawer to resolve the issue, performed functional testing and diagnostics, and had the customer inventory medications to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.